Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked with moisture visible. Moisture behind the display was also noted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment and the battery cap was stripped. The returned battery cap was able to attach securely to pump, however, the pump failed to power on. Further testing was unable to be performed due to no power to pump. The battery cap contact height and width measurements were found to be within specification. Corrosion was observed in the battery compartment and there was moisture in the display. A leak test revealed leaks at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The power issue was duplicated due to moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.